Event description:
It was reported by surgeon via sales that an edwards mitral bioprosthetic valve model was explanted after an implant duration of approximately 28 months due to mitral regurgitation and stenosis. It was reported that one leaflet was retracted by tissue overgrowth. The subject device was replaced with another same model/size edwards valve with no reported complications. The explant operative report indicates, " the valve was identified. The valve sutures were carefully taken out one at a time. Any loose pledgets were completely removed, but the majority of the pledgets were completely encased in the pannus and scar tissue. Once the valve was carefully removed, it was inspected, and as I said it appeared to be a thin film of pannus that completely obliterated the immobile leaflet. The other 2 leaflets did not have this pannus and they freely moved...the patient tolerated the procedure well. There were no complications."

Manufacturer narrative:
Evaluation summary: the explanted device was returned and evaluated; as received, host tissue overgrowth folded the free margin of leaflet 3 onto itself by approx 3mm, thus leading to a gap at the coaptation region. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 7mm. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 12mm. Host tissue was moderate at both the stent inflow and outflow. Host tissue also fused leaflets 1 and 2 at commissure 2 by approx 2mm on the outflow aspect. No other inconsistencies were noted on the leaflets as no calcification was present in the x-ray. Device evaluation confirms that host tissue overgrowth (pannus) restricted mobility in leaflet 3 and led to the reported stenosis/regurgitation. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.